Event description:
Brand new box of small (1860s) 3m n95s opened, and half of the masks found to only have 1 strap, as opposed to the 2 straps they are supposed to have. Lot number of masks: b20754. Masks kept for reference in unit (B)(6) office.